Event description:
Customer reported patient with corneal haze, photophobia and halos/glares/shadows on the left eye. Patient was treated with prednisolone acetate 1%. No lift and rinse performed. Uncorrected visual acuity was 20/20 on the right eye and 20/100 on the left eye. Best corrected visual acuity was 20/20 on the right eye and 20/20 on the left eye. Patient noticed decrease in vision and blurry vision. Additional information was obtained. No lift and rinse done, none scheduled either. Patient's symptoms has not resolved but decrease in symptoms. Not debilitating.

Manufacturer narrative:
(B)(4), evaluation - the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Amo's field service engineer (fse) visited the site on (B)(4) 2013 for preventive maintenance and did not identify any issues associated with the event. The system meets amo's specifications. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.